Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Return date 25-feb-2020. Product event summary: the analyst noted a partial delivery system was returned without the device attached to the delivery system, tether, and tether pin. The lumen of the delivery system was torn. The delivery system outer shaft was bent at 5 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01us, expiration date: 28-mar-2021, serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 24-oct-2019. Patient code(s): (B)(4). Device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether was extremely tough to pull after cutting and the device dislodged post tether-cutting. Once the system was removed a large clot was observed at the tip of the introducer. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.